Manufacturer narrative:
Results pending completion of the investigation.

Event description:
On an unknown date, a patient had false positive results when administered the sure-vue hcg urine cassette at the obgyn office and a negative result from the lab. The provider is performing quality control testing with two levels of a third party control material. Although requested, no further information has been provided. No adverse event was reported.

Manufacturer narrative:
H3: device not returned although requested. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.